Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The monopolar curved scissors (mcs) instrument was analyzed, and the findings did not replicate or confirm the customer reported event of a broken cable. Additional observation: the instrument was installed on an in-house system and failed the recognition test. The instrument information found in the chip/rfid could not be detected. The chip/rfid may be damaged, dislodged, or the instrument information may be corrupted.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the monopolar curved scissors instrument was broken. The procedure was completed with no patient harm. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information on 06-nov-2025: the instrument had a broken cable. There was no report of patient consequences nor delay.

Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.